Event description:
The product comes in air-free sealed packages. It is supposed to be purple and then turn yellow to confirm placement of airway mgmt devices. The user has experienced a 50% failure rate in which the product is already yellow. This problem can be critical since the product is usually used during life and death situations. Rptr would like MFR to notify other users of this problem.